Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was noted that there was a delay in insulin delivery. This complaint is being reported because the alleged issue could have an impact on insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the black box and alarm history showed no activity outside of the normal use. The last basal delivery was on (B)(6) 2017 and the last bolus delivery was on (B)(6) 2017. The user setting review showed delivery speed was set to ¿slow¿. The ez-prime steps were performed correctly. The 10u bolus was correctly delivered and recorded. The pump reflected a 24u after a 24 hr duration test on 1u hr. The original complaint of the delay in insulin delivery was unable to be duplicated. (B)(4).